Manufacturer narrative:
After further review, this has been determined to be a duplicate complaint. Please reference MDR# 3011050570-2020-00011 for all investigation activities.

Manufacturer narrative:
The referenced generator was returned to the service center for a standard asset inspection. The service group found the generator does not turn on and the power board was damaged as a fuse (f3) component was detached. Additionally, the suction warning label on the top cover was damaged. A review of the instrument history shows the asset was last serviced on (B)(6) 2020; inspected and was verified to have no problems found prior to shipment to customer. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. .

Event description:
During a standard service inspection of an asset return, the shockpulse-se lithotripsy system malfunctioned as it did not turn on. There was no report of any problems associated with the device and no patient injury or harm was reported.